Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing low blood glucose level 48 mg/dl which was treated by glucose tablet. Customer was using insulin pump within 48 hours of reported event. It was unknown if insulin pump was on auto mode. Customer declined troubleshooting for low blood glucose level. Device will not be returned for analysis.